Event description:
During a liver resection, the attending was using a laparoscopic ace harmonic 36cm shears handpiece and the white piece in the tip melted and broke inside the patient. The handpiece was immediately removed from the field and the broken piece was retrieved from the patient. This happened with a second harmonic handpiece. The rn called the head of another service that uses harmonic devices and they said they had also encountered this problem and advised allowing more time between uses of the harmonic and not using it for as long each time. The third handpiece lasted slightly longer and then broke as well.